Event description:
It was reported that there was gas leaking from the inspiratory section while the ventilator was in is stand by or switched off. The ventilator also had some failing pre-use checks. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that there was a gas leakage from the inspiratory section while the ventilator was in standby or switched off. The ventilator also had some failing pre-use checks. Our field service engineer investigated the ventilator on site and confirmed the pre-use check failure. The nozzle unit was found to be defective and was replaced. After replacement, the unit was in functional condition. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).